Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 01-nov-2024. Investigation summary: bd received 10 samples for investigation. These samples underwent functional tests to assess the device's functionality and lockout mechanism. All samples passed the tests, showing no evidence of leakage or defects, and were activated properly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using eight (8) of bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed leakage at the junction of the butterfly and the tubing upon activation of the safety mechanism. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using eight (8) of bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed leakage at the junction of the butterfly and the tubing upon activation of the safety mechanism. No patient impact reported.